Event description:
The device was given to the caller due to an unknown error occurring during a case while performing the pre-run test. The generator, handpiece, and disposable were replaced and the case was completed successfullly without any patient consequence. While troubleshooting with in house biomed, error 3 and 5 occurred. The handpiece also has a loose mount.